Manufacturer narrative:
There are no indications of system or device failure. The system appears to be functioning as expected and the ipg was replaced during the procedure due to the potential for damage to the device while attempting to reposition. The symptoms reported by the patient do not appear to have been present at the initial system activation, leading to the conclusion that the ipg migrated after the implant was performed. Migration is a known inherent risk of implantable neuromodulation devices.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 and the system was activated on (B)(6) 2023. During a follow-up visit on (B)(6) 2023 the patient reported insufficient pain relief and troubleshooting found that the implantable pulse generator (ipg) was at a depth beyond the recommendation, thus leading to communication issues between the ipg and the external therapy discs. On (B)(6) 2024 a surgical revision was performed to place a new ipg in a new pocket, at a more optimal depth.